Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-16446). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that premature battery depletion was suspected. Upon review of session records, the remaining battery longevity dramatically dropped from the expected longevity within a few days. The device was explanted and replaced. The patient condition is okay.